Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22497f, reader sn (B)(4). 2 repeat cue tests performed on (B)(6) 2022 and (B)(6) 2022 provided positive results. On (B)(6) 2022, customer tested positive with an alternate covid test (unknown type and brand). Customer reported they were experiencing cold like symptoms and confirmed they have received all vaccines and boosters with the latest being a bivalent booster taken on (B)(6) 2022. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Retain testing performed during the investigation reproduced the false negative results, however, root cause could not be determined.